Manufacturer narrative:
Upon receipt, performance testing was conducted. Testing determined that the meter's display performed according to specs - the complaint could not be confirmed. This complaint is considered closed for purposed of MDR.

Event description:
The customer stated that the readings they rec'd have all kinds of extra horizontal lines, letters and numbers on the display. A review of the sys was conducted over th phone. The review indicated that some segments appeard "faint" to the customer. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.